Manufacturer narrative:
(B)(4). The problem was not confirmed, as no sample was available. Therefore the cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). The peritonitis was due to the abdominal intestines wrapped around the non-baxter pd catheter, which required surgical repair. The patient was treated with unknown antibiotics intravenously (IV). The patient was discharged from the hospital and recovered from the event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd893297. No exceptions were observed that were related to the reported condition.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis. On an unknown date in (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient recovered from this peritonitis event. Per the nurse, the peritonitis event was unrelated to baxter products.